Event description:
It was reported that the radiopaque markers were difficult to see. An nc emerge mr, ous 4.50 x 8.00mm was used for treatment during a percutaneous coronary intervention. When positioning the device under fluoroscopic guide it was noted that the balloon had three radiopaque distal markers instead of two. The device was removed from the patient and was replaced with another nc emerge balloon. The procedure was then completed successfully and no patient complications occurred due to this event.